Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.